Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer did not perform the air removal step during the load sequence. Tandem technical support educated the customer on the proper load sequence steps. Customer reloaded the cartridge to resolve the issue. The customer's blood glucose was 150 mg/dl.